Event description:
Reportedly, the rate changed during infusion, leading to an overinfusion. No patient injury was reported.

Manufacturer narrative:
Device evaluation results will be submitted when evaluation is completed.